Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary: the cause of the access site bleeding/hematoma was not determined since insufficient clinical details were provided and no product was returned. The cause of the device in the wrong position was most likely an unintended use error related to patient movement since the pump was displaced after the patient coughed based on clinical details. The cause of the low pump flow cannot be determined since no product was returned and data logs are unavailable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that there was a hematoma and bleeding at impella access site and manual pressure was held which resolved. It was also reported that the patient coughed and impella came out of place. Alarmed in aorta. Echo showed pump shallow. Multiple attempts made to advance but position not optimal. Pointed back to wall instead of apex. Unable to flow above p5. Had been on p8. Placement signal is fine. Pump moved. Attempted to reposition. Unable to get optimal position and return to previous flows. The patient was in stable condition.

Manufacturer narrative:
B5. Event description updated, d1. Brand name updated.

Event description:
A 75-year-old female with a pre-support clinical condition consistent with scai shock stage e was treated for acute myocardial infarction complicated by cardiogenic shock. A cp impella device was implanted on (B)(6) 2026 for hemodynamic support. During the index procedure, the peel-away sheath cracked after placement of a companion catheter for left heart catheterization (lhc), requiring removal and re-advancement of the repositioning (repo) sheath. Vascular access was subsequently obtained on the contralateral side to complete pci. Following removal and re-advancement of the peel-away sheath, a hematoma and bleeding were noted at the impella access site. On (B)(6) 2026, the patient coughed and the impella device migrated, triggering alarms indicating the pump was positioned in the aorta. Despite multiple repositioning attempts flow could not be increased above p5, whereas the patient had previously been supported at p8. The access-site hematoma and bleeding had resolved with manual pressure. Bleeding is a foreseeable risk due to vascular access and anticoagulation requirements. The patient underlying critical condition may have also contributed to the bleeding. The impella device was explanted on (B)(6) 2026 following successful weaning. The patient survived. The device was not returned and therefore functional analysis could not be performed; download data were requested. Imaging was used to assess pump position. Due to the device not being returned, further evaluation is not possible.